Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2010 after use of the product.

Manufacturer narrative:
Additional information received did not indicate the patient is deceased. Request for clarification, as well as the circumstance surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2014-14061 and 1225714-2014-14062.

Manufacturer narrative:
This correction is being made for follow-up report 001. Additional information noted patient experienced a heart attack. Additionally, the information received did not indicate the patient is deceased. However, the initial report of death cannot be ruled out. Request for additional information surrounding the event has been made and upon receipt it will be submitted accordingly. An additional patient code has been provided. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2014-14061 and 1225714-2014-14062.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.